Manufacturer narrative:
We received one 40cm fogarty thru-lumen embolectomy catheter without the packaging for examination. Also returned was a b-d 3ml syringe. Examination of the catheter found the balloon latex to be ruptured around the circumference of the catheter tip. There appeared to be latex missing from the balloon. The catheter body tube was in good condition. There was no visible damage. The windings appeared to be in good condition. As stated in the IFU the amount of inflation media should be checked prior to each inflation of the balloon so not to exceed the maximum inflation volume. Per the IFU the recommended inflation media is 0.9cc liquid. IFU warning - balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that when pulling a clot in mid graph on the first pass it seemed fine. However when gently pulling, the balloon burst. No note of missing latex was noticed. The patient was in good condition.